Event description:
It was reported to philips that the device had a lost connection. No patient or user harm was reported. Philips has started an investigation of the complaint. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips identified the incident was initiated by a log alarm, but no symptoms were exhibited, and there were no reported effects on the customer's device. The reported device connection loss could not be confirmed. Since the matter was not confirmed, additional inquiry was considered unnecessary. The codes were updated based on the investigation outcome.